Manufacturer narrative:
(B)(4). Batch t5ah01. Additional information was requested and the following was obtained: can you please clarify the event description of "they would not close down on the staples"? Were the device jaws not able to be closed on tissue? Or did the device not close the staples (meaning they were unformed or malformed after being fired)? Response: the staples did not close properly or not at all-malformed staples on the first firing. Investigation summary: the analysis results found that the ntlc75 device was received with no apparent damaged and with a reload present. The reload had the proximal 1 driver up without staple, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. The reload was manually unlocked and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. Also, the device was tested for functionality in the three staple height selector positions with a test cartridge reload and achieved its firing sequence without any difficulties. The staple lines and cut lines were complete and the staples meet the staple form release criteria on the three firings. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a gastrojejunostomy procedure, device misfired. It would not close down on the staples. Case completed by hand sewing. There were no patient consequences reported.